Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event and the patient began treatment with injection tobramycin (1 gm, daily, route not reported) and injection reflin (1 gm, daily, route not reported) for peritonitis. The action taken with dianeal therapy was not reported. At the time of the report the patient remained hospitalized, antibiotic therapy was ongoing and the patient outcome was unknown. No additional information is available.